Event description:
The ivtm therapy was initiated on (B)(6) 2024 for a patient with a fever due to mesenteric bleeding. The icy catheter (lot # 195762) was smoothly inserted into the patient's femoral vein. During the maintenance phase of the treatment, at around 16:00 on (B)(6) 2024, a nurse informed the zoll clinical engineer that the thermogard xp ivtm system generated an "air trap" alarm. The console's pump rotor stopped, and the console went into standby mode. The clinical engineer discovered that the 500-ml saline bag was nearly empty. Therefore, using the thermogard system was discontinued. The bed and floor were not wet, so it was unknown where the saline had leaked from. After removing the catheter, the outflow lumen was blocked; a syringe was inserted into the infusion lumen, and pressure was applied, but there was no saline leakage. Two hundred milliliters should have leaked, but it is unclear where the leakage came from. No consequences or impacts on the patient.

Manufacturer narrative:
The reported complaint of saline leak was confirmed during the functional testing of the returned icy catheter (lot #195762). A bonding leak was observed at the distal end of the medial balloon during the functional pressure leak test. The probable root cause of the bonding leak could be a latent defect in the bond. During the functional leak test of the returned catheter, all infusion ports and lumens were flushed without resistance. During the functional pressure leak test, the catheter was connected to a pressurized inflation device, and the balloons were fully inflated when pressurized up to 100 psi. Upon pressurizing the catheter, a bonding leak was observed at the distal end of the medial balloon, confirming the reported complaint. It is unlikely that the defective catheter was shipped. During manufacturing, all catheters are 100% inspected for leaks by subjecting them to pressure testing. Only units that passed are moved to the next process. Historical complaints were reviewed for investigation results related to the reported complaint, and there was no similar history of complaints reported for the icy catheter with lot number 195762.